Event description:
The pt services representative (psr) of a (B) (6) male pt contacted lifecor customer support to report that she just fit the pt and she gelled the electrode belt. Support had the psr download. The download revealed that the electrode belt was connected to the monitor after the monitor was powered up. Support reminded the psr to first connect the electrode belt and then power up the monitor. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.